Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 0.5 mg/ml at 0.0489 mg/day via an implantable pump. It was reported that with the previous provide, the patient experienced a pocket fill that resulted in an ICU admission in (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving hydromorphone via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient stated they were getting their pump refilled yesterday and the nurse said the "plunger on the needle was sticking". The patient stated the doctor was having a "very hard time" and kept having to pull back and plunge to get the medication in the pump. The patient stated 14 cc's of medication would not go in the pump. The patient went home and then mentioned last night they were given narcan 3 times which helped but because the pump was "still running" they "just went back into the overdose" so they got a magnet to shut the pump off and put the patient on a narcan drip. The patient stated they were brought to the ICU and they turned the narcan off at 8am this morning and the pump turned back on at noon but the patient had been feeling sick and nauseated and "kind of stoned but nothing like last night". The patient asked how to know if the pump is working correctly. The patient confirmed they were not hearing any alarms coming from the pump. Treviewed paging process of representative to interrogate pump. Patient also asked about "proper procedure" of filling pump. Pss reviewed medtronic does not have medical training or access to medical records. The patient was redirected to their healthcare provider to further address the issue.